Event description:
A remstar auto device was returned to the service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and noted blower foam degradation. The service technician observed that error code e053 (err_comp_sem_log_timeout) was present. Additionally, the device had dust contamination. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.